Event description:
While performing preventative maintenance on the unit, the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse went to the facility and repaired the unit.

Manufacturer narrative:
The fse removed the oil mist filter and installed a new filter. The system met specifications.